Event description:
It was reported that during a cryo ablation and radiofrequency (rf) ablation procedure, touch-up ablations were performed to the left atrium and cavotricuspid isthmus (cti) ablation was performed. The case was completed. At the postoperative effusion check, accumulation of fluid was confirmed and the patient's blood pressure decreased. Drainage was subsequently performed. It was noted that the coronary sinus catheter was difficult to insert and might have been "missing." The patient was subsequently hospitalized. A thoracotomy was required the following week because blood continued to drain. Evidence of cardiac tamponade was observed in front of the right atrium during the thoracotomy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: unknown non-medtronic, product type: coronary sinus catheter; product ID (B)(4); product type: balloon catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 4fc12, product type: sheath; product ID: 990063-020, product type: mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.